Event description:
Revision surgery - the pt fell and dislocated with trauma, there was no fracture.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 25 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause of the dislocation was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.